Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a hardware failure. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer tested drawer 6 using the hardware test application and found that the cubie pockets were not being detected; after shutting down the station and reseating all drawer cables, the issue persisted upon restart. A control module replacement was attempted with no resolution, and the task has been postponed pending replacement of the retractor band cable. Follow up was done with fse requesting additional information, but no further repair information was available.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a hardware failure. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.